Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The insert was tested on a cavitron g-136 unit. The insert tip was found to be clogged and the tip overheated due to no water flow.

Event description:
In this event it was reported that a cavitron 30k fsi-pwr-fg-100 insert tip had no water and was getting warm; no injury resulted.